Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the users always have poor flow and errors 02 (low flow) and 07 (empty pads not complete) in an arctic sun device. They could not help over the hotline, probably there was something wrong with the flow meter or manifold, which the technician should definitely have on hand and commission crs and explicitly point out that preventive maintenance should not be carried out as standard, but rather a repair. The pumps, which were still quite new, are hardly the problem. Per review of wo on (B)(6)2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold. A review of the risk document, ra2800010 rev 24, was performed for this investigation. The reported event is addressed in step # ra13. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the users always have poor flow and errors 02 (low flow) and 07 (empty pads not complete) in an arctic sun device. They could not help over the hotline, probably there was something wrong with the flow meter or manifold, which the technician should definitely have on hand and commission crs and explicitly point out that preventive maintenance should not be carried out as standard, but rather a repair. The pumps, which were still quite new, are hardly the problem. Per review of wo on 06jan2025, there was no patient involvement. Per follow up information received via mail on 10jan2025, device would be repaired in the hospital by crs or at crs depot.